Event description:
The pt's generator was replaced because the battery reached end of life. It was further reported that the pt is doing better since the device was replaced. The pt has only had three seizures since the replacement and has no new complaints. Programming history showed the device having approx 6 more months until it was to reach end of life. Review of manufacturing records for both pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. The cause of the event is unk at this time as the device has not been returned for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
The initial report inadvertently did not report that the referring physician referred the patient for surgery due to the battery being dead with no device malfunction alleged. The supplemental report #2 inadvertently did not include in the conclusion code that it is reasonably assumed that the device was discarded as the facility indicated the device is not available for return.

Event description:
The explanting facility implanted that the device is not available for return.

Event description:
Upon further review of the programming history form provided by the physician's office on (B)(6) 2005, it was observed that the patient experienced an increase in seizure frequency prior to generator replacement surgery. After generator replacement, the clinic notes dated (B)(6) 2005 indicated the patient was doing somewhat better since her battery replacement. She only had three seizures and had no new complaints at that time. The output current was increased to 0.5ma upon continued titration following replacement. Attempts for additional information from the treating physician were unsuccessful, as it was reported that the patient's charts are no longer available due to conversion to electronic medical records. Attempts for product return have been unsuccessful to date.

Event description:
The neurologist referred the patient for surgery due to the dead battery with no device malfunction alleged per the surgeon's office on (B)(6) 2005. Therefore, it may be reasonably assumed that the device was unable to be interrogated due to normal end of service as it was reported they could not get the device to 'work.' Due to the limited programming history available in the manufacturer's database but the fact that the device was set to a high output current and duty cycle, the device was likely at end of service as reported by the battery being dead.